Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the defibrillatory impedance was high on the right ventricular (rv) lead.